Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis and has transitioned to ¿backup¿ hemodialysis (hd). Follow-up from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2025 due to complaints of abdominal pain and generalized weakness. Although the specifics are largely unknown, it appears the patient was diagnosed with peritonitis, which progressed into sepsis and eventually into septic shock. Per the pdrn, the associated organism, medications utilized to treat the patient, and the cause of the serious adverse events are unknown. According to the pdrn, the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025 and a hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. Presently the pdrn is uncertain whether the patient¿s liberty select cycler or liberty cycler set may have caused or contributed to the serious adverse events. It was also reported the patient will not be utilizing the same liberty select cycler following discharge, however the pdrn did not specify whether the patient would be returning to pd for rrt. A review of the patient¿s last ccpd treatment prior to admission did not reveal any alarms or abnormalities during the treatment. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis and has transitioned to ¿backup¿ hemodialysis (hd). Follow-up from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2025 due to complaints of abdominal pain and generalized weakness. Although the specifics are largely unknown, it appears the patient was diagnosed with peritonitis, which progressed into sepsis and eventually into septic shock. Per the pdrn, the associated organism, medications utilized to treat the patient, and the cause of the serious adverse events are unknown. According to the pdrn, the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025 and a hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. Presently the pdrn is uncertain whether the patient¿s liberty select cycler or liberty cycler set may have caused or contributed to the serious adverse events. It was also reported the patient will not be utilizing the same liberty select cycler following discharge, however the pdrn did not specify whether the patient would be returning to pd for rrt. A review of the patient¿s last ccpd treatment prior to admission did not reveal any alarms or abnormalities during the treatment. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis (characterized by abdominal pain and generalized weakness), sepsis, and septic shock, which required hospitalization, pd catheter (not a fresenius product) removal, and transition to hd for rrt. Per the pdrn, the etiology of the serious adverse events is unknown; therefore, causality could not be established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Furthermore, due to esrd patients already weakened immune systems, they are more susceptible to severe infections such as septicemia. Septic shock is a life-threatening condition with a mortality rate of (B)(4) and is primarily caused by severe bacterial infections. Given the pdrn¿s responses, the unknown offending organism, the medications utilized to treat the infections, the lack of causality, and no manufacturer evaluation/investigation of the suspect device; the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the serious adverse events experienced by the patient.